Manufacturer narrative:
(B)(6). The device was returned the introducer tip broken free from the device and the tip of the needle, sutures and anchors in a separate bag. The blue straw located over the shaft of the device is torn, and the shaft is bent almost ninety degrees in the wrong direction. Due to the condition of the returned device a functional test could not be performed as the actuator rod could not move with the shaft. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. The condition of the device is consisted with bending during use that has resulted in deformation and ultimately failure of the shaft. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon cut the depth straw and install cannula well, and then delivered the fast-fix curved to torn meniscus above. The shaft was fractured when reaching to the meniscus but not to the joint capsule yet. A back up device was available for use. No patient injury or other complications were reported.